Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/12/2017 with the following findings: during investigation, the returned battery cap was undamaged and able to fit. There was moisture corrosion observed on the display screen inside the pump. A leak test failed due to a battery compartment leak. The pump was unable to power up and was completely unresponsive. The reported "power" complaint was duplicated. The pump's cover was removed and there was further moisture corrosion found to the continuous glucose monitor module and other internal components. Unrelated to the original complaint, the battery compartment was observed to be cracked.